Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; h2; h4 h6; h11 the reported event could not be confirmed due to lack of information. The rosa log files for the event were not available for analysis; as such further review of the software performance during the event could not be performed. No information was provided to confirm a rosa device malfunction. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported during a rosa brain procedure, an rns neurostimulator kit (competitor product) was placed into the wrong spot in the optical nerve. The patient has experienced eye and facial pain since the procedure. The patient has reported issues with the left eye and extreme memory issues along with more intense and more frequent seizures as well as frequent migraine headaches from all the incisions and scar tissue and extreme anxiety. During follow-up evaluation, the frequency was increased on the rns device which caused a seizure. It was confirmed at that time that the rns was placed in the wrong location. The device was removed and replaced approximately 4 (four) years later. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2, a6, b4, b5, b7, g3, h2, h6.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported during a rosa brain procedure, an rns neurostimulator kit (competitor product) was placed into the wrong spot in the optical nerve. The patient has experienced pain since the procedure. During follow-up evaluation, the frequency was increased on the rns device which caused a seizure. It was confirmed at that time that the rns was placed in the wrong location. The device was removed and replaced approximately 4 (four) years later. Attempts have been made and additional information on the reported event is unavailable at this time.